Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured between january 27, 2020 - january 28, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which revealed a dark particulate matter on the inside of the primary packaging. Additional magnified inspection was performed which verified a dark loose particulate matter approximately 0.05 square millimeters on the product surface; which is not in the fluid pathway. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in the primary packaging of a rapidfill connector. This was identified prior to use. There was no patient involvement. No additional information is available.